Event description:
It was reported that the pump delivered a bolus without user input while the pump was not in use. There was no reported impact to the customer's blood glucose level. The reported issue could not be confirmed.